Manufacturer narrative:
Performance engineering was unable to determine a conclusive root cause for the reported loose stent. Evaluation summary: quality assurance analysis revealed that the sds was returned without blood or contrast visible. The stent implant was loose on the balloon. The stent implant was moved 1.5 mm distal to the proximal marker. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks visible between the markers. There was no damage noted to the stent implant. A snap gauge was used to measure the stent implant outer diameters and they met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. Stent retention (dislodgement) during preparation can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, or handling of the stent during preparation for use. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture and not inflated. To help ensure this type of event is not the result of a manufacturing issue, a sampling of units are destructively tested to verify stent dislodgement force and all sds are inspected for proper stent placement, crimped stent outer diameter, and stent damage prior to lot release. In this case, it was reported as occurring during preparation and was not noted during removal from packaging, so it is possible that the stent became loose during removal of the protective sheath or from handling during preparation. The protective sheath was not returned which may have aided in the investigation. All lot release testing met specification including testing for stent placement, crimped stent outer diameter and stent dislodgement force. Therefore, there does not appear to be a product quality issue associated with the lot; however, a conclusive root cause for the reported loose stent could not be determined. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to patient injury previously. Device issue: loose stent. It was reported that during preparation, the stent had moved distal on the stent delivery system (sds) balloon. The device was not used. Another company's stent was used to perform the procedure. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.